Manufacturer narrative:
Only the shaft and one small portion of the needle still attached to the shaft were returned. The portion of the nitinol tip still attached to the shaft was verified to be within specification however it was broken so far back that it could not be determined if there was any duraglide on the tip as it was broken past the minimum requirement. The welds were found to be intact and showed no damage. Since the device successfully passed 12 times it is most likely the needle became stuck or made contact with a hard rigid body when trying to pass the needle on the last attempt that caused it to break. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a shoulder arthroscopy procedure using truepass needle, single pack, sterile bx 5 the needle gave resistance, and under force, the needle snapped into pieces. Some of the pieces were recovered as they were still inside the device. The needle tip was recovered outside the patient on one of the drapes. X-ray was used to confirm that no pieces were remaining in the patient. There was a procedural delay of 60 minutes. The procedure was completed using a backup device. This incident did not result in any patient injury or complications.